Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2368 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, midline device installed on (B)(6) 2020 because the patient's venous network was altered extremely difficult blood sampling (to be performed for caregivers, to be tolerated for the patient). Non-functional no reflux since installation. It was stated the flow was okay until yesterday, a leak was found on the midline during flushing and all the physiological saline came out on the side of the midline. Consequence: need to take peripheral assessment - pain. Replacement of midline by piccline.